Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted 3 months ago, and the leads are 3-4 yrs old. There is noise on the rate/sense channel, causing non-sustained ventricular tachycardia (nsvt) and one diverted episode.they all occur at about 4-5am, except for one around noon. The noise appears to be from muscle stimulation or diaphragmatic action.